Event description:
The customer reported the subject device was immersed in the water without a water resistance cap and the leakage test could not be performed. The reported issue occurred while reprocessing the subject device, after an unspecified procedure. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the air/water nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material in nozzle). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
In addition to clogged nozzle, service found the plastic distal end cover was scratched, the adhesive on the bending section cover was detached, the bending section cover was dirty, the scope cover was scratched, the grip was scratched, the light guide cover glass was scratched, the bending angle was out of specification, there was play in the angulation knob, the water removal ability was out of specification due to clogged nozzle, and the electrical connector was dirty due to water leakage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the nozzle was clogged with foreign matter. There was no deformation or damage to the nozzle. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue. Updated fields: b3, e1, e2, and e3.